Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic with a sycopal episode, lead dislodgement was observed via fluoroscopy. The lead was repositioned and remains implanted and active. The patient was in good condition during and post-procedure.